Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep fired the device after the operation, the clip was formed properly.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with three clips taped on the handle. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clip as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.